Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to dizziness. Upon interrogation, the patient's right ventricular (rv) lead had intermittent undersensing. No intervention was requested at the time. The lead is still in use. No further patient complications have been reported as a result of this event.